Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: (B)(6) 2021.

Event description:
It was reported to philips that the screen on the v60 device was not working and was not able to calibrate. The device was not in use at the time of the event. This issue was found while setting up for use, however there was no delay to patient care. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse instructed the customer to try calibrating the touchscreen, or replacing it. The part information was provided to the customer if a replacement part was required. The customer returned a call to philips stating that the touchscreen was replaced, but he is still not able to calibrate it. The rse advised the customer the failure is likely due to the cpu board. A good faith effort was made to the customer, who stated that the touchscreen was replaced which did resolve the issue. The device returned to functionality and was returned to service.